Event description:
I have a guidant aicd model 1861 pacemaker/defibrillator installed. I want to know if this device is within the recall guidelines. I do not expect guidant to reveal data this specific. I have the pacemaker and I participate in medical decisions concerning me. I want to know, independent of guidant and my heart specialist, if this device is subject to failure.